Manufacturer narrative:
The investigation into the reported aic - battery cell failure has been completed the failure mode was reproduced on an engineering bench. The battery lcd indicator was blank (fully discharged). Battery 1 was momentarily replaced to resolve the failure alarm. The battery failure alarm was due to a defective battery. The root cause of the defective battery was due to single cell failure.

Event description:
The user facility reported a 50-year-old male patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the automated impella controller (aic) had a battery failure. The console was replaced because of the failure. There was no patient harm reported.